Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the implanted leads targeting the medial branch nerve to treat neck pain. After using the system for several months, the patient reported sustaining a fall in the shower and subsequent reduction or loss of therapy. Troubleshooting in the field found that the implanted leads had migrated and required surgical intervention to restore therapy. On (B)(6) 2025 the physician attempted to reposition the existing system, however the ipg and leads were surrounded by scar tissue and both sustained damage while trying to reposition the leads. The entire existing system was removed and a new system was placed.

Manufacturer narrative:
Review of nalu patient records found no prior complaints on file and no indication of any system or component failure prior to the patient fall. It is believed that the fall caused the leads to dislodge and shift away from the intended nerve target, causing the loss of therapy.